Event description:
It was reported that the sheath leaked blood from the valve during the procedure. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. After insertion of a non-boston scientific mapping catheter into the sheath it was noticed that blood was leaking from the hemostatic valve in a fast drip. The procedure was continued with the same sheath despite the issue, and the sheath continued to leak after the mapping catheter was removed and the farawave catheter was inserted. The procedure was able to be completed with the same device. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the faradrive sheath underwent visual inspection, leakage testing, and microscope inspection. Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed, inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath leaked blood from the valve during the procedure. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. After insertion of a non-boston scientific mapping catheter into the sheath it was noticed that blood was leaking from the hemostatic valve in a fast drip. The procedure was continued with the same sheath despite the issue, and the sheath continued to leak after the mapping catheter was removed and the farawave catheter was inserted. The procedure was able to be completed with the same device. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.